Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿adjust/check belt¿ messages, gel leak) was confirmed due to the brown pulse wire in ECG ¿c&d¿ cable being pinched at the dn plug. The belt was unable to pass falloff testing. Upon further investigation, all the tes were leaking gel, causing the ¿gel leak¿ alarms. The root cause for the pinched wire was unable to be positively identified. The belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "adjust/check belt" messages and the electrode belt was leaking gel.